Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with redness, inflammation, infection, swelling, and pustules, underneath sensor pod area only. The parent noticed the skin infection within 24 hours after removing the sensor and called to the hospital for advice. The reaction was treated with a prescription of an oral antibiotics, cefalexin. At the time of the report the patient was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).